Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the device was too sensitive and due to liquid flow to the instrument the main board and heart lead flex were damaged. (B)(4)

Event description:
It was reported that the external pulse generator (epg) was sensing low. The epg was returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report under conclusion.